Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). On (B)(6)2024, the patient experienced vomiting and ketone values around 4 mmol/l. The cgm reading was continuously hypoglycemic between 2.5 mmol/l and 3.9 mmol/l and there was no bg taken. The parents treated the patient with rapid sugar based on the cgm reading. The patient was taken to the hospital by the parents and there they took a bg reading which was high. There was no documentation about the treatment administered for hyperglycemia. The patient was discharged on (B)(6)2024. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.